Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04935. It was reported the patient was experiencing pain at the ipg site because the device was superficial. The patient reported she cannot sit back due to issue. In addition, the patient also reported experiencing positional shocking sensations from the stimulation which also was painful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.